Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® sst¿ ii advance plus blood collection tubes the tube pushes off the npe of needle. The following information was provided by the initial reporter, translated from spanish to english: (1 of 2 complaints) during the filling process the tube 366468 it doesn't held inside the needle 368835, you must use one hand continuously so that it does not dislodge from the lancing device.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/28/2020. H.6. Investigation: bd received 5 samples from the customer for investigation. 5 samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use with a bd vacutainer® sst¿ ii advance plus blood collection tubes the tube pushes off the npe of needle. The following information was provided by the initial reporter, translated from spanish to english: (1 of 2 complaints) during the filling process the tube 366468 it does not held inside the needle 368835, you must use one hand continuously so that it does not dislodge from the lancing device.